Event description:
Device report from synthes EU reports an event in (B)(6) as follows: product was being used to collect bone graft for femur, when the inner drive shaft tip was stripped and sheared off. Remnants were collected and the reaming was completed with synream reamers with no adverse effect on patient or operative time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the supplier¿s certificate of compliance (dated december 12, 2006) indicates the parts were manufactured to p/n 314.743, and met the required specifications. The lot was inspected and conformed to the synthes; tabulated incoming final inspection (completed october 24, 2006). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigational summary action was conducted/performed. The report indicates that the investigation summary indicates that: the measurable dimensions of the ria drive shaft were as far as possible checked and found to be in compliance with the technical drawings and the specification. The manufacturing documents were reviewed and no complaint related issues were detected. Based on the provided information we are not able to determine the exact cause of this occurrence and therefore, mechanical overload caused this breakage. Next to the broken hexagon we found that the drive shaft has strong stress marks and that the drive shaft is bent. Afterwards it cannot be defined how or when these damages occurred, but they could also be an indication for a mechanical overload. No product fault could be detected. In this relation the fsn (B)(4) can be mentioned, where the surgical technique guide was updated. Precautionary statements are being added because the ria drive shaft, tube assembly, and reamer head have the potential to break when incorrectly assembled or used improperly. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.